Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is shelled generating problems even after the sample has been centrifuged and refrigerated on an unspecified number of tubes.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is shelled generating problems even after the sample has been centrifuged and refrigerated. Also, an erroneous results were obtained on an unspecified number of patients.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2024. Investigation summary: bd received 100 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and gel smearing were observed, but erroneous results cannot be seen from the photos. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination for gel defects and no issue relating to oil gel globules, gel smearing and erroneous results were observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules and gel smearing based on the photo analysis and unable to confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte must be specified in order to perform clinical testing. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5: describe event or problem: it was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is shelled generating problems even after the sample has been centrifuged and refrigerated. Also, an erroneous results were obtained on an unspecified number of patients.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is shelled generating problems even after the sample has been centrifuged and refrigerated. Also, an erroneous results were obtained on an unspecified number of patients.